Event description:
Contact's mother reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer restarted the pump prior to contacting support and was able to reconnect the sensor and resume insulin delivery successfully. Technical support advised the customer to continue using the pump and to call back if the malfunction code reoccurs. The caller acknowledged these instructions and understood.